Manufacturer narrative:
Qn#(B)(4). Evaluation: returned for evaluation was an saf sheath with blood in the sideport. The sideport was in the closed position. The sideport was cleared of blood. The sideport was then placed in the locked position. The sheath was inserted into the t-tube and pressurized to 180 mmhg. No leaks were noted in the sheath sideport or valve. Conclusion: the reported complaint of the sheath leaking is not confirmed. The returned product passed functional investigation. The cause of the original complaint is undetermined.

Event description:
It was reported that the event occurred in the cath lab. During the insertion blood regurgitated at the sideport/hemostasis valve. The medical doctor removed the sheath and inserted a new sheath. The procedure was completed successfully. According to the report there was no reported delay or interruption in therapy. Medical / surgical intervention was not required. There were no reports of patient complications, injury or death. The patient outcome was reported as fine. Additional information received 06/15/2015: the same insertion site was used.

Event description:
It was reported that the event occurred in the cath lab. During the insertion blood regurgitated at the sideport/hemostasis valve. The medical doctor removed the sheath and inserted a new sheath. The procedure was completed successfully. According to the report there was no reported delay or interruption in therapy. Medical / surgical intervention was not required. There were no reports of patient complications, injury or death. The patient outcome was reported as fine. Additional information received (B)(6) 2015: the same insertion site was used.

Manufacturer narrative:
(B)(4).